Manufacturer narrative:
The distributor received the device for investigation and troubleshooted the unit with the help of belmont's technical support team on 11/11/2020. The rapid infuser was tested using the disposable set involved in the incident and the report of a "heating fault" could not be duplicated; the unit performed according to specification. Belmont requested that both the rapid infuser and associated disposable set be returned to belmont for additional testing; as of the date of this report, they have not been received by belmont. It is possible that there was moisture on the temperature sensors due to a fluid spill during the procedure that caused the unit to exhibit a "heating fault" alarm, which was subsequently corrected once the fluid had dried. It was reported that the users "managed to continuously infuse after restarting whenever the heating fault occurred" which is not in alignment with instructions provided. In the event of a "heating fault" alarm, the rapid infuser displays the following alarm message: "check temperature probes for blockage. Clean windows. Press retry to continue. Service machine if error persists." The operator's manual provides the following recommended operator action: "check disposable set and flow path for occlusions. Make certain the windows on the disposable set and the ir probes are clean and dry. Clean surfaces with moistened soft cloth if necessary. Dry off surfaces before continuing. Press retry to continue. Power off and service machine if error persists." As dirty, wet, or blocked temperature probes can cause the rapid infuser to exhibit a "heating fault" alarm, the temperature probes should be cleaned before or after each use according to the service and preventive maintenance schedule provided in the operator's manual. The routine maintenance instructions in the operator's manual state: "keep the probe sensors clean and dry. If they become dirty or wet, clean with a moistened q-tip and dry. Use care not to damage the sensor surface." The manufacturing records for the rapid infuser were reviewed and nothing notable was observed. The manufacturing batch records for the disposable set were reviewed and no related anomalies were identified. A review of past complaints indicates there have been no trends identified for this type of issue, nor any other related reports associated with this lot number. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Belmont's distributor received a complaint from the user facility involving a rapid infuser, ri-2 and relayed the following report: "a biomed experienced that this ri-2 triggered the heating fault dozens of times during infusing only rbc at 200ml/min for 4 hours. They managed to continuously infuse after restarting whenever the heating fault occurred. When heating fault triggered, he confirmed that fluid temperature on the screen was around 37 c degree. They could not save this patient."

Manufacturer narrative:
The distributor received the device for investigation and troubleshooted the unit with the help of belmont's technical support team. The rapid infuser was tested using the disposable set involved in the incident and the report of a "heating fault" could not be duplicated; the unit performed according to specification. The rapid infuser was subsequently returned to belmont for investigation. We were also unable to confirm the complaint that the unit exhibited a "heating fault" alarm. We verified that the input and output temperature probes were functioning properly and inspected all cables in the system for proper connections. The unit performed according to specification. The associated disposable set was also returned for investigation and was inspected and tested with no anomalies identified. It was reported that the users "managed to continuously infuse after restarting whenever the heating fault occurred" which is not in alignment with the instructions for use. In the event of a "heating fault" alarm, the rapid infuser displays the following alarm message: "check temperature probes for blockage. Clean windows. Press retry to continue. Service machine if error persists." The operator's manual provides the following recommended operator action: "check disposable set and flow path for occlusions. Make certain the windows on the disposable set and the ir probes are clean and dry. Clean surfaces with moistened soft cloth if necessary. Dry off surfaces before continuing. Press retry to continue. Power off and service machine if error persists." The manufacturing records for the rapid infuser were reviewed and nothing notable was observed. The manufacturing batch records for the 3-spike disposable set, lot number 2019-02 07 was reviewed with no anomalies identified. All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. There is no allegation that the device contributed to patient harm. A review of past complaints indicates there have been no trends identified for this type of issue. Belmont will continue to monitor similar reports of this nature.